Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a procedure, there was a communication issue with the ampere generator, resulting in cancellation of the procedure. When the sapphire catheter was connected, the ampere generator showed "catheter not connected" and there were no signals or geometry on the ensite precision system. Two different catheters, and three different catheter connection cables were tried. The fiber to ensite precision display workstation was checked, but the issue persisted. The ampere generator was connected to the ensite precision system. There was not a backup ampere generator at the site, so the procedure was cancelled.